Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic enterorrafia, the stapler locked when firing at 5 degree charge. There was no stapling after load change of 45mm. There was no patient injury.